Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: (B)(6).

Event description:
It was reported there was no audible alarm at central station. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer. The customer's alleged malfunction was confirmed, there was no audible alarm at central station. However, the rse discovered the customer had configured the volume to 1, which was the reason for the central station to have no sound. After the alarm volume was configured to 4, the issue was resolved. No further investigation or action is warranted at this time.